Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon was revising patient due to complaints of pain. Patient said he was doing fine then had a fall. Upon removal of the tibial tray it only took a couple taps on the front of the tibial base plate and it completely disengaged from the cement mantle. There was some cement still attached on the anterior medial underside of the implant. Doi: (B)(6) 2016. Dor: (B)(6) 2018. Unknown affected side.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.